Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient developed an infection at the lead site. In turn, the lead site was cleaned with peroxide by the patient's physician and dry dressing was applied to the wound. The patient was also prescribed antibiotics. The patient will follow up with her physician.

Event description:
Follow up revealed the patient's surgical site looks good and is healing from infection.